Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor fell on the patient's shoulder and they got bruised and a slight cut.

Event description:
It was reported that the patient had just been discharged and the customer's anesthetic technician was cleaning the equipment. As he was cleaning it, the monitor and arm fell and caught him on the wrist; he had a small cut. There were two staff present and they were able to catch it before it fell on the floor.